Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. Insulin pump passed the displacement test. Insulin pump received with normal operating current. Pump passed self test. Insulin pump passed off no power test and unexpected restart alarm test. No unexpected restart alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart and blank display. Customer's blood glucose value was 127 mg/dl at the time of the incident. Customer reports they were unable to clear the alarm. The customer was assisted with troubleshooting and the display did not return. The insulin pump will be returned for analysis.